Manufacturer narrative:
(B)(4). D.10.: catalog # 00598003701, stemmed tibial component precoat size 3 for cemented use only, lot # 67129769. E.1. Establishment name: (B)(6). G.2.: event occurred in china. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during an initial knee arthroplasty procedure, the articular surface would not mate with the tibial tray. There was a 12 minute delay, and a second device was used to complete the procedure. All available information has been provided.

Event description:
No additional information to report at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, d9, g3, h2, h3, h6. The following section was corrected: h4. Complaint can be confirmed through the returned product analysis. Visual examination of the returned product identified the dovetail feature exhibits damage (flared and compressed both sides). The articular surface exhibits little to no signs of use. Dimensional analysis of the product determined that the product, where measured, was conforming to its print specifications. The device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause has been identified as a failure to follow instructions. Damage to the articular surface can occur if the articular surface is not correctly placed and oriented before pushing it using the inserter instrument. Detailed instructions for proper bearing insertion are provided in the surgical technique. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.